Event description:
It was reported that all components were explanted due to inadequate stimulation. No device malfunction was suspected. The explanted products will not be returned per hospital policy and patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7071176/7071175. UDI: (B)(4).